Event description:
It was reported that inappropriate therapy due to noise was observed on the right ventricular and right atrial channels. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise and inappropriate therapy were confirmed in the laboratory via stored electrograms. An arc mark was found on the ICD can. The device was tested on the bench and using automated test equipment. No anomalies were detected. The device met all specifications. The cause of the reported failed of noise could not be determined.